Event description:
The event was reported by a customer from USA: administration set leakage during infliximab infusion.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request received on 09-may-2023. The submission of the initial report was not successful in 2018, thus, this initial report is hereby resubmitted. The content of this report is identical to the one unsuccessfully submitted in 2018. G.1 distributor information: (B)(6). Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.